Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer did not want to go thru the entire troubleshooting. The customer indicated that she would like to wait until her spouse is available to fill up the reservoir with new insulin. The customer was advised to monitor blood glucose and insulin pump and call back if issue persists. The customer was advised that if she call back, will have to go thru the official troubleshoot.